Manufacturer narrative:
A sample from the patient was provided for investigation. The values obtained at the customer site were reproduced. Investigations of the sample determined that it contained an interfering factor to the streptavidin present in the ft3 and ft4 reagents. This limitation is covered in product labeling.

Manufacturer narrative:
This event occurred in (B)(6). The full facility name was provided as "(B)(6)".

Event description:
It was reported that the customer received erroneous results for one patient sample tested for thyrotropin (tsh), free triiodothyronine (ft3), and free thyroxine (ft4). (B)(4). In 2008, the patient was diagnosed due to changes in the breast. The changes were said to be benign. Since this time, the patient has been under the care of an oncologist. In 2009, a nodule in the right lobe of the patient's thyroid was detected, then the entire right lobe of the thyroid was surgically removed. The patient took euthyrox every day and is suspected of hashimoto disease. In 2013, the patient was measured for anti-thyroglobulin (atg) and antibodies to thyroid peroxidase (atpo) on a roche analyzer. With these results, the patient did not consult the doctor since the results fit pre-diagnosis. In the meantime, the patient was diagnosed with a nodule in the left lobe of the thyroid. At the end of 2015, the patient was alarmed by a nodule in her breast. After consulting an oncologist, it was decided to remove the nodule. On (B)(6) 2015, the patient ordered tsh and ft4 tests on a roche analyzer because she felt discomfort. It was stated that the patient did not collect the results. While the patient was preparing for surgery on (B)(6) 2016, thyroid hormones were measured on a roche analyzer. The patient's oncologist directed the patient to an endocrinologist, who recommended for the patient to refrain from taking euthyrox immediately. The endocrinologist recommended to repeat all thyroid hormones tests. On (B)(6) 2016, the patient was tested for thyroid hormones on a roche analyzer. The endocrinologist recommended for the patient to repeat tests in another laboratory. On (B)(6) 2016, the patient was tested for thyroid hormones on an abbott analyzer. The patient then received a referral for "usg" examination of the thyroid and pituitary. The patient also received a referral to be tested for antibodies to tsh receptor (atshr). At this time, the endocrinologist raised a complaint regarding the thyroid hormone results and the patient was asked to come in for re-testing of thyroid hormones. On (B)(6) 2016, the patient was tested for thyroid hormones on an e602 analyzer and these results were reported to the physician. On this same day, the same sample was sent to another laboratory for testing on an abbott analyzer. The results from the e602 analyzer did not correspond to the clinical picture of the patient and differed from the abbott results. The same sample was also repeated on a siemens analyzer. Please refer to the attachment for all patient sample results. All treatments for the patient have been postponed until it is confirmed if the patient is in a euthyroid state or not. The patient was not adversely affected. The e602 analyzer serial number was (B)(4).